Event description:
Olympus was informed that during an unspecified bronchoscopy procedure, the glue band on the distal end of the bronchoscope fell inside the pt's lung. The glue band was retrieved with grasping forceps. There was no report of pt injury. No further information was provided.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation found the bending cover glue missing at the distal end of the bronchoscope. In addition, the bronchoscope had a dent on the insertion tube, a chip on the light guide lens, and burn marks/sharps on the distal end over. The phenomenon was attributed to physical damage. The device was refurbished.